Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals due to lead damage secondary to aging deterioration, resulting in a polarity change from bipolar to unipolar mode and patient observation, yet noise was again observed subsequently. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the noisy signals were over sensed.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because this is well known old lead. Damage occurring to old leads are not unexpected and can result from multiple causes. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals due to lead damage secondary to aging deterioration, resulting in a polarity change from bipolar to unipolar mode and patient observation, yet noise was again observed subsequently. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the noisy signals were over sensed.